Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (1gm, stat, intraperitoneally), fortum (500mg, loading dose, route not reported), fortum (2500mg each bag, frequency and route not reported), and amikacin (25mg each bag, after 7 days, intraperitoneally). The patient's recovery status was unknown. Action taken with dianeal therapy was not reported. No additional information is available.